Event description:
The customer reported that the avalon fm20 fetal monitor had false alarm: alarm pause. The device was not in use.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
H3 other text : customer did not return.

Event description:
Problem statement: the customer reported that the avalon fm20 fetal monitor had false alarm: alarm pause. There was no reported patient/user injury. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Complaint evaluation: the customer contacted philips to report that the alarm was broken on an avalon fm20 monitor. It was confirmed that the monitor did not produce any sound. An audio test was not performed. There were no inop messages displayed. Customer resolution and conclusion: the customer reported that an avalon fm20 was not producing sound as expected. But it is not known how the customer's issue was resolved. Because of this, we are considering this to be a malfunction of insufficient information / cause unknown. The absence of further calls supports that the reported problem was possibly resolved by the customer or that the customer does not wish for the device to be further evaluated. No further action or investigation is warranted based on the available information at the time of complaint closure. Patient/user involvement: was the device being used on a patient at the time of the event, including for the purposes of diagnosis? No. Was there any adverse event to the patient or user? If yes, describe? No adverse event to the patient/user was reported. If there was an adverse event, did the device cause or contribute to the adverse event, and how? N/a.